Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was damaged and would not run. It was further determined that the device failed pretest for check for excessive noise, check for noticeable untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check reverse locking mechanism, check attachment coupling with attachments and check the attachment coupling. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.